Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion. The device was inserted without difficulty but the physician experienced difficulties in the deploying the stent and decided to remove the device. During removal of the device it was reported that the stent came off but remained on the device. The stent most likely was partially deployed as the physician was attempting to remove the unit from the patient. The entire device was removed without issue. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: (root cause undetermined - limited information, device not available for evaluation), none (device not received for evaluation).